Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date following a supply change. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was likely caused by the user failing to follow the instructions provided in training, the user guide, and the device user interface when completing the cartridge change process. It is unclear what part of the process the user completed incorrectly (failure to rewind the device prior to installing the cartridge while connected or remaining connected to the tubing during the tubing fill process). The device logs indicate the cartridge change process including the device rewind was completed, making it likely that the user was connected to the tubing while priming.

Event description:
On 10/4/23 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on 10/3/24. The cds reported that the user was hospitalized for hypoglycemia, with a recorded blood glucose level of 27 mg/dl. The user had previously called beta bionics customer care on (B)(6) 2024, indicating difficulty inserting the cartridge into the ilet without rewinding and potentially connecting the tubing incorrectly. It was not known at that time if the user was connected to their infusion set. On (B)(6) 2024 a beta bionics customer care agent followed up with the user. The user was admitted to the hospital on (B)(6) 2024 and discharged on (B)(6) 2024. During the hospitalization, the user experienced dizziness and received IV sugar treatment. The user returned to using the ilet after discharge. The user acknowledged needing professional medical intervention from both ems and the ER during the event.